Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the button was not always working. The customer's blood glucose was unknown. The insulin pump had pump error alarms. When customer changed reservoir the button was not always working and have to press and let it go and the battery usually lasts like 2 months and now it only last like a week and a half. Customer reported that they were able to clear the alarm. Customer able to complete rewind. The customer was advised to discontinue use of the insulin pump, revert to a backup plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, a21 alarm ,self test and displacement test or verify low battery alarm and a17 or a21 alarm due to unresponsive button. No button error alarm during testing. However, keypad flattened button dome switch was found on esc and up.